Event description:
Physician made adjustments to a ventilator, low pressure alarm sounded continuously. Arterial pressure up and o2 down. Pt was manually ventilated and respiratory therapy was paged stat. Rt was unable to readjust ventilitator. Ventilator would not cycle at all.